Manufacturer narrative:
(B)(4). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "periprosthetic fluid accumulation."

Event description:
Healthcare professional reported left side "periprosthetic fluid accumulation." The device has been explanted.

Event description:
Healthcare professional reported left side "periprosthetic fluid accumulation." The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: seroma : unable to observe since it is a medical event and is not related to the device. Additional observations: observed opening but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.